Manufacturer narrative:
The clip was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. A potential cause is operator¿s technique. The instruction manual states that the clip should not be advanced abruptly, rotated while against tissue, or forcibly inserted, or else damage to the clip or patient injury may occur. The instruction manual also contains preventive warnings and cautions regarding bleeding: ¿¿clip performance for hemostatis is limited. Prepare more than one hemostatic device and select appropriate hemostatic device or use it together to respond to different hemorrhage situations¿ and ¿use this instrument in an environment equipped to accommodate open surgery.¿

Event description:
Olympus was informed that during a therapeutic gastric bleed procedure, the clip was deployed onto a blood vessel and was able to detach from the rest of the device, but during the deployment the clip scraped additional tissue and failed to close on the intended tissue. This led to excessive bleeding. The clip was successfully retrieved from the patient. The intended procedure was not completed, and an interventional embolization procedure was performed to stop the bleeding.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM reviewed the device history record for the lot and confirmed that the lot had passed final inspection before release. The OEM also stated that a possible failure mode is that the limiter broke during excess angulation of the endoscope, preventing clip arm retraction and interfering with clip release and closure.